Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed a ventricular tachycardia (vt), but therapy was unavailable due to the patient having a pacemaker, therefore an external shock was reported. A follow up with cardiology was recommended. Also, noise over sensing was observed on the ra lead channel. The pacemaker and ra lead remain in service. No adverse patient effects were reported.